Event description:
The customer alleged they received questionable magnesium results on their c501 analyzer. The customer stated the other assays were fine. The customer stated they probably sent out between 50 and 100 corrections for magnesium over the past few days starting on (B)(6) 2014. The customer stated they could not provide an exact number sent out. The customer provided data for 12 patients, ten of which had discrepant results. Repeat testing was performed on another c501 analyzer. The first patient's initial magnesium result was 3.2 mg/dl. The repeat result was 2.0 mg/dl. The second patient's initial magnesium result was 3.3 mg/dl. The repeat result was 1.9 mg/dl. The third patient's initial magnesium result was 2.7 mg/dl. The repeat result was 1.6 mg/dl. The fourth patient's initial magnesium result was 3.4 mg/dl. The repeat result was 2.1 mg/dl. The fifth patient's initial magnesium result was 3.1 mg/dl. The repeat result was 1.7 mg/dl. The sixth patient's initial magnesium result was 3.5 mg/dl. The repeat result was 2.2 mg/dl. The seventh patient's initial magnesium result was 3.5 mg/dl. The repeat result was 2.0 mg/dl. The eighth patient's initial magnesium result was 3.6 mg/dl. The repeat result was 2.3 mg/dl. The ninth patient's initial magnesium result was 3.4 mg/dl. The repeat result was 2.1 mg/dl. The tenth patient's initial magnesium result was 3.5 mg/dl. The repeat result was 2.1 mg/dl. The repeat results were considered correct. To the customer's knowledge, there were no adverse events due to the erroneous magnesium results reported outside the laboratory. The customer stated that when the corrected results were called to the nursing staff, the laboratory staff was told that they are more likely to treat or act on a low magnesium result rather than a high one. The customer does not believe any patient received treatment or had treatment withheld due to the initial results. The magnesium reagent lot number was 69058201 and the expiration date was 07/31/2015. The field service representative found the squeegee nozzle tip was out of alignment causing water to splatter into adjacent cells. He re-aligned the squeegee nozzle tip and installed a new sample probe. He performed successful mechanism checks. The customer performed successful calibration and quality control. A successful precision check was performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.